Event description:
Event description guidant received information that at the elective replacement of this patient's device, this existing transvenous defibrillation lead was exhibiting a shorted lead indicator with impedance measurements < 20 ohms which may have damaged the new device which was an attempted implant. The patient was transferred to another hospital for lead extraction and system replacement. Additional information reported a lead fracture was revealed at the replacement procedure.